Manufacturer narrative:
The device was returned to zoll medical (B)(4); the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The system board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "system fault 32" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.